Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic hysterectomy, during the suturing of the vaginal cuff, the surgeon encountered issues with 4 packages of suture. While suturing the vaginal cuff, the needle bent in the first two packages and the other two device¿s thread broke about three to four centimeters from the needle. A new suture of the same type was used in order to complete the procedure. The patient was alive with no injury.